Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened in the event the product involved or additional information becomes available.

Event description:
On 01/02/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Event description:
On 01/02/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/29/2024. The results are below: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. The pump's event log that was pulled will be attached, see "sn (B)(6)". A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour and the pump successfully completed without powering off. It was noted that when the pump was initially picked up there was a rattling noise inside of it, and the pump was opened up to find several small pieces of the plastic broken inside of the pump. Additionally on the pump that the corner of the pump's housing there is a small hole in the casing of the pump and one of the plastic hooks around the metal bar on the bottom of the pump is broken off as well. Image will be attached, see "(B)(6) housing" and "(B)(6) housing 2". Functional testing confirmed the reported condition, but it was not duplicated during testing. Reported issue found, device not performing to specification.a CAPA has been opened in order to fully investigate and address the root causes of the reported event.